Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the patient had infection/bone loss/pain. Patient in poor health - all 4 implants were lost due to infection.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One 3i t3® with dcd® tapered implant 4/3 x 13mm (bnpt4313), was returned for investigation. Visual inspection of the as returned products identified signs of use, dried blood and bone around the implants and no apparent malfunction for the device. Functional testing to recreate the reported events could not be performed due to the nature of the devices & events. The reported devices were measured and was verified to match specifications. A pre-existing condition noted on the per was poor oral hygiene. The reported device was located on tooth # 8 and was used for less than 2 months. The customer did not provide pictures or x-ray images. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported infection / bone loss / pain. CT guided implants teeth # 8. Patient in poor health - implants was lost due to infection. The product was returned and the reported complaint could not be verified as the device did not malfunction, pictures or x-rays were not provided and medical events are non-verifiable events. A definitive root cause for this complaint could not be determined.